Manufacturer narrative:
Following completion of this investigation, this event will be further updated.

Event description:
It was reported that this device triggered a premature depletion alert post a non cardiac medical procedure. Device data was sent for a technical services (ts) review to determine if the device trigger was appropriate or due to procedure interference. The ts data review confirmed a benign device reset and a resulting disabled beeper functionality however, critical operations of the device were exhibiting normal function. Root cause of the reset being, radiation, high altitude, cosmic rays or other external factors. The beeping function of the device can be restored via a device interrogation however this action also resets patient data, to include an implant date reset which is permanently changed to the date of the automatic setup. The implant date change may then cause the displayed battery percent remaining to be inaccurately high until below the estimated value ranges. Currently, the device remains implanted and in service.